Event description:
An olympus sales rep reported that the hosp recently discovered that they had failed to reprocess the auxiliary water channel of their colonoscopes. The hosp reported that they observed discoloration on the towels placed under the distal tip of the colonoscopes after reprocessing. As a result of this observation, the facility examined their reprocessing and discovered that they had failed to reprocess the auxiliary water channel for three and half years. Two of their colonoscopes were sent to a lab for cultures and both colonoscopes tested positive for e. Coli. The hosp indicates that no adverse event tied to this observation.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. An olympus endoscopy support specialist (ess) visited the hosp to conduct an in-service. The ess reported that the hosp first noticed this observation in 2006. The hosp was reprocessing their endoscopes in a steris machine. The ess reported that there was no pt infections reported and the colonoscope appeared to be in good working condition. This report is being filed as an MDR based on apparent user error associated with failure to follow olympus's recommended reprocessing instructions.